Event description:
The lay user/patient called lifescan (lfs) in 2005 and alleged that his meter was reading inaccurately high. The medical affairs specialist spoke to the patient's spouse and obtained/verified the following information. The previous day, the pt tested his blood glucose before dinner, obtaining a result of 88 mg/dl. He did not have any symptoms at the time of testing. He took his set amount of lantus 30 units. But did not take any humalog because his result was low. According to the spouse, had the result been lower, he would have contacted his physician for advice regarding his lantus insulin. He then ate his dinner and while eating, he began to see "black in front of his eyes and the room was moving". He became unconscious and the spouse called the paramedics. When they arrived they obtained a result of 37 mg/dl. He was given IV glucose and monitored until his blood glucose stabilized. The paramedics tested his blood glucose and obtained a result of 99 mg/dl. The pt then tested on his own meter and obtained a result of 120 mg/dl. He was not taken to the hospital. The following morning, the patient tested and obtained a result of 475 mg/dl. During troubleshooting, it was discovered that the pt was storing his test strips outside of the vial. The techniques for applying the blood to the test strip and for cleaning the puncture site were correct. The patient may have obtained a false high result, leading him to take insulin, which lead to a hypoglycemic event.